Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while on the ligation of the blood vessel, the clips were not able to load properly into the jaws of the device during use. Another device was used to resolve the issue. There was no patient injury.